Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of medical device removal ("medical device removal") in a 39 year-old female patient who had essure inserted for female sterilisation. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2009, the patient had essure inserted. On (B)(6) 2017, 3038 days after essure insertion, she underwent a surgical medical device removal (seriousness criterion intervention required). At the time of the report, the outcome of the event was unknown. The reporter considered medical device removal to be related to essure administration. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 10-mar-2023: quality-safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer (subsequently medically confirmed) and describes the occurrence of medical device removal ("medical device removal") in a 39 year-old female patient who had essure inserted (lot no. 634989) for female sterilisation. The patient had a medical history of nausea, hypertension, gallbladder removal, caesarean section, appendectomy, tonsillitis, hypersomnia, anxiety, hypoglycemia, spondylarthritis, depression, dermatitis, ovarian cyst, vitamin d deficiency, headache, paresthesia, irritable bowel syndrome, cholecystectomy, asthma, fracture of clavicle, gerd, spontaneous abortion, cesarean section, dyspareunia, pelvic pain, endometrial ablation and abnormal uterine bleeding. Previously administered products included: cyclobenzaprine, albuterol [salbutamol] and ibuprofen. The patient had a family history of hypothyroidism and type 2 diabetes mellitus. On (B)(6) 2009, the patient had essure inserted. On (B)(6) 2017, 3038 days after essure insertion, she underwent medical device removal (seriousness criterion intervention required). Essure was removed the same day. The patient was treated with surgery (transabdominal hysterectomy with right salpingo-oophorectomy. Enterolysis. Cystoscopy). At the time of the report, the outcome of the event was unknown. The reporter considered medical device removal to be related to essure administration. The reporter commented: discrepancy noted: removal date as per argus (B)(6) 2017 as per mr: (B)(6) 2017. Diagnostic results (normal ranges are provided in parenthesis if available): [hysterosalpingogram] on (B)(6) 2009: bilateral blocked fallopian tubes. No other form of birth control indicated. Follow up as needed. [Pathology test] on (B)(6) 2017: uterus with cervix, hysterectomy: uterus (41 g), includes cervix negative for dysplasia, endometrium with post-ablation appearing mucosa, and myometrium and serosa without abnormality. Right ovary with dermoid, oophorectomy: dermoid cyst of ovary (mature cystic teratoma), 5.5 cm, without malignancy or immature teratoma features. Associated variably cystic ovarian follicles, without additional pathology. Right fallopian tube, salpingectomy: fallopian tube, without diagnostic abnormality. Gross description: no gross abnormalities are identified within the uterine myometrium. The endometrium appears scarred and puckered, grossly consistent with previous ablation. Right fallopian" is a 3.7 cm in length fimbriated fallopian tube with an average diameter of 0.7 cm. The serosa is purple-gray and ragged with multiple adhesions. The fallopian tube is is focally adhesed to the adjacent mesosalpinx. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. The most recent follow-up information incorporated above includes data received on: 29-dec-2023: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data, should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer (subsequently medically confirmed) and describes the occurrence of medical device removal ("medical device removal") in a 39 year-old female patient who had essure inserted (lot no. 634989) for female sterilisation. The patient had a medical history of nausea, hypertension, gallbladder removal, caesarean section, appendectomy, tonsillitis, hypersomnia, anxiety, hypoglycemia, arthritis, depression, dermatitis, ovarian cyst, vitamin d deficiency, headache, paresthesia, irritable bowel syndrome, cholecystectomy, asthma, fracture of clavicle, gerd, spontaneous abortion, cesarean section, dyspareunia, pelvic pain, endometrial ablation and abnormal uterine bleeding. Previously administered products included: cyclobenzaprine, albuterol hfa and ibuprofen. The patient had a family history of hypothyroidism and type 2 diabetes mellitus. On (B)(6) 2009, the patient had essure inserted. On (B)(6) 2017, 3038 days after essure insertion, she underwent medical device removal (seriousness criterion intervention required). Essure was removed the same day. The patient was treated with surgery (transabdominal hysterectomy with right salpingo-oophorectomy. Enterolysis. Cystoscopy). At the time of the report, the outcome of the event was unknown. The reporter considered medical device removal to be related to essure administration. The reporter commented: discrepancy noted: removal date as per argus (B)(6) 2017 as per mr: (B)(6) 2017. Diagnostic results (normal ranges are provided in parenthesis if available): [hysterosalpingogram] on (B)(6) 2009: bilateral blocked fallopian tubes. No other form of birth control indicated. Follow up as needed [pathology test] on (B)(6) 2017: uterus with cervix, hysterectomy: uterus (41 g), includes cervix negative for dysplasia, endometrium with post-ablation appearing mucosa, and myometrium and serosa without abnormality. B. Right ovary with dermoid, oophorectomy: dermoid cyst of ovary (mature cystic teratoma), 5.5 cm, without malignancy or immature teratoma features. Associated variably cystic ovarian follicles, without additional pathology. C. Right fallopian tube, salpingectomy: fallopian tube, without diagnostic abnormality. Gross description: no gross abnormalities are identified within the uterine myometrium. The endometrium appears scarred and puckered, grossly consistent with previous ablation. Right fallopian" is a 3.7 cm in length fimbriated fallopian tube with an average diameter of 0.7 cm. The serosa is purple-gray and ragged with multiple adhesions. The fallopian tube is focally adhesed to the adjacent mesosalpinx. The most recent follow-up information incorporated above includes data received on: 31-oct-2023: mr received : lot number added, reporters information patient medical history and surgical pathology reports were added. Product removal date and rcc updated. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data, should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of medical device removal ("medical device removal") in a 39 year-old female patient who had essure inserted for female sterilisation. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2009, the patient had essure inserted. On (B)(6) 2017, 3038 days after essure insertion, she underwent medical device removal (seriousness criterion intervention required). Essure was removed the same day. The patient was treated with surgery (removal surgery). At the time of the report, the outcome of the event was unknown. The reporter considered medical device removal to be related to essure administration. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.